Event description:
Customer complaint - limited data available. Customer stated that the readings are unreliable.

Event description:
Customer complaint - limited data available "customer review complaint: unreliable readings ---- readings are unreliable. The meter read 555 for night time blood sugar so she took a lot more insulin. Turned out she was running in the 200s so had a bad reaction from the insulin given."